Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that hardware component(s) were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: product ID: poe 9735798, injector s8 svc, cable 9735843, camera ethernet kit s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a localizer not connected during a cranial resection procedure. The camera cart on the system would intermittently say localizer not connected and then recover as the surgeon was working. There was a delay to the procedure of less than one hour and no reported impact on patient outcome. Additional information was received: the system was serviced and the issue could not be replicated. However, the issue was still occurring. The camera was completely losing power. A manufacturer representative on site checked the cable connections and they were all well seated. It was recommended to open the cart to check led on the poe when the issue was happening.

Manufacturer narrative:
The camera cable ethernet kit was returned unused, that component was not replaced on the system. The poe (power over ethernet) injector was returned to the manufacturer for analysis. The poe injector was tested and found not to output power when camera was connected. Led indicator stayed red. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.